Event description:
Nt821731c -per staff, natus csf [cerebrospinal fluid] external drainage system placed on [redacted]. On [redacted] - 8 days later, stopcock on drainage collection chamber snapped off. This prevented staff from being able to empty csf from the collection chamber into the collection bag.

Manufacturer narrative:
Initial report ref to natus complaint# (B)(4). Per (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 4.9 - the stopcock at the bottom of the burette tube fails during the operation (unable to turn the stopcock valve and/or breakage of the valve). Effect (harm): over drainage/under drainage of csf residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Related to capa005781 - opened to investigate the increase in complaint rates for the eds product line.

Manufacturer narrative:
Follow report 001 ref to natus complaint#(B)(4). Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Complaint history review/trend analysis: (24 months review and percent of sales) 58 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Risk management review: (identify hazard ID) a review of doc-035405 medical device hazard analysis (rev 10), identifies the hazard situation as "4.9 the stopcock at the bottom of the burette tube fails during the operation (unable to turn the stopcock valve and/or breakage of the valve)." The risk level is considered moderate. Based on complaint of "broken stopcock." This determination is based on the information received from the customer. Root cause/failure investigation: the customer did not return the device for evaluation or provide further information on the failure. Devices are fully tested prior to release of product. No further action is required; complaints will be tracked and trended for recurring issues. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c -per staff, natus csf [cerebrospinal fluid] external drainage system placed on [redacted]. On [redacted] - 8 days later, stopcock on drainage collection chamber snapped off. This prevented staff from being able to empty csf from the collection chamber into the collection bag.